Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device (a) was returned in good physical condition. The device was tested with a generator and was functional, in addition, the device activated with both max and min buttons. The tissue pad of the device was in good physical condition. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly activated intermittently with the hand switch.. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device (b) was returned with the blade scratched and cracked. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. The switch button was functional. A probable cause of an error code 5 is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear.

Manufacturer narrative:
(B)(4). Complaint is not reportable. Initial medwatch report sent in error.

Event description:
It was reported that during a lap total gastrectomy, the device was activated intermittently with the hand switch. The incident occurred in two devices. Regarding the second device, an error 5 was displayed as well. Another 3rd device was used to complete the case. There were no adverse consequences to the patient. Two devices will be returning.